Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels in the 30's mg/dl. Low bg causes were not known. The customer's doctor decreased the basal rate and placed the pump in exercise mode while the customer disconnected from the pump and consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.